Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2366-50, serial/lot: (B)(4), description: linear 3-6 lead 50 cm. Model: sc-2366-50, serial/lot: (B)(4), description: linear 3-6 lead 50 cm. Model: sc-2366-50, serial/lot: (B)(4), description: linear 3-6 lead 50 cm.

Event description:
A report was received that the patient experienced paresthesia above his area of pain and the stimulation was not working effectively. The patient underwent a lead revision procedure. No items were added, replaced, or explanted. The current leads were repositioned to be within his pain area. The patient was doing well postoperatively.